Manufacturer narrative:
Evaluation summary: the analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational and translational cables. Parts replaced that were unrelated to the customer complaint were the safety latch, manual spade assembly and the top frame. After servicing, the unit passed all qa testing processes. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by the customer that numerous unk error codes occurred. It was unk if the issue occurred during a breast biopsy procedure. No further info available. There were no patient consequences reported. One device is being returned for service.